Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's (B)(6) scs system includes an ipg implanted on (B)(6) 2011. During a pt consultation, it was reported the pt experienced movement and pain around the ipg site. Surgical intervention was undertaken on (B)(6) 2011 to address this issue. It was determined that the ipg pocket was too large enabling mobility of the ipg which resulted in the pt's reported discomfort. In an effort to resolve this matter, the physician sutured a portion of the ipg pocket to reduce its size. During the procedure, it was discovered that the pt's lead had migrated. Reference MFR. Report # 1627487-2011-06232 for lead report.